Manufacturer narrative:
Unable to confirm device serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with blower temperature high alarm. The customer reported there was no patient involvement.

Manufacturer narrative:
Per biomedical engineer the unit was tested and no problem found. Per biomedical engineer, there may have been an object covering the back fan and inlet air filter to raise temperature when the failure occurred. The biomedical let the unit run for a few hours and could not get the fan temperature to climb above normal temperature. Unit was returned to service with no further complaints.

Event description:
The customer reported that the ventilator alarmed with blower temperature high alarm. Per biomedical engineer it is unknown if the unit was in use on a patient, but not patient arm reported.